Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jul-2023. H6: investigation summary one open and one sealed 31g x 5mm pen needle samples were returned from lot. No. 2137645, cat. No. 320522. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on the open sample. No issues were observed with the sealed sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to determine root cause.

Event description:
It was reported that the bd ultra-fine¿ pen needle got stuck in the cartridge. The following information was provided by the initial reporter: verbatim: pharmacy informs us that customer reports that the needle got stuck in the cartridge. This could only be removed with tweezer.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle got stuck in the cartridge. The following information was provided by the initial reporter: verbatim: pharmacy informs us that customer reports that the needle got stuck in the cartridge. This could only be removed with tweezer.